Manufacturer narrative:
Date sent to the FDA: (B)(6) 2021. Additional information: a2, b7.

Manufacturer narrative:
Date sent to FDA: 09/29/2020. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4).   To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Mwr-18092020-0000807575 submitted for adverse event which occurred on (B)(6) 2011. Mwr-18092020-0000807576 submitted for adverse event which occurred on (B)(6) 2018.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent lysis of adhesions on (B)(6) 2011 during which the surgeon noted extensive adhesions of the small bowel to the underside of the mesh. The adhesions were taken down using sharp dissection for approximately one hour before visualization of the sigmoid colon could be achieved. It was reported that the patient underwent recurrent incisional hernia repair surgery on (B)(6) 2018 during which the surgeon noted the hernia defect appeared to be located within an area where the previously placed mesh had torn. There was a 4 cm defect noted on the mesh itself. The previously placed mesh was revised. It was reported that the patient experienced severe pain, dense adhesions, scarring, inflammation, loss of appetite, stress and anxiety. No additional information is provided.